Event description:
It was reported that a balloon burst occurred. A 12.0 x 40, 135cm mustang catheter was being used for dilation of the venous iliac. The balloon was inflated and after a few minutes, the balloon burst. A 12.0 x 60, 75cm mustang catheter was used; however the carrier broke in the middle of the balloon during the passage of the fibrous lesion. The balloon and the guide assembly were removed from the patient. The vascular path was lost and the intervention was interrupted. No other surgical intervention was planned for the moment.